Event description:
The patient reported their blood glucose level rose to 430 mg/dl (23.9 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported an omnipod 5 pod failure after a pod change during the night from (B)(6) 2026. Glucose levels were stable overnight but began rising around 8:30 a.m. The following morning. The patient initially suspected illness, experienced vomiting, and later presented to the hospital with diabetic ketoacidosis. In the hospital, staff removed the pod from their hip/buttocks and observed a kink in the cannula. The patient had received insulin and glucose therapy via a central line in intensive care, then transferred to a general ward on march 17, and was discharged on (B)(6) 2026. The patient reported that a new pod had been applied on march 17 and since then everything seems to be working as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.